Event description:
The patient reported cramping after a spinal fusion on (B)(6) 2024 and requested reprogramming. On (B)(6) 2024 reprogramming attempts were made without success and an x-ray procedure was performed which showed a severed neurostimulator on the left side. The neurostimulator on the right was not seen on the x-ray. The physician believes the right neurostimulator was explanted and the left neurostimulator was severed during the spinal fusion. It is unknown which device was severed during the procedure, therefore, both devices are reported. The patient was still using the device after the spinal fusion with no relief. The patient would like to be implanted with a new neurostimulator and they will discuss options for the removal of the severed neurostimulator.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Potential causes of a severed neurostimulator are severe force applied to implant (patient fall/accident), severe force or bending during implantation, improper surgical technique, manufacturing issue, excessive pressure on the electrode array, and using incorrect tools at the time of the implant. The stimulator is used to treat pain. The cause of the reported issue is unrelated to curonix device as the physician believes the neurostimulator was severed during the spinal fusion (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.